Event description:
It was reported that the user accidentally dropped the ilet device, resulting in a cracked and shattered screen while the device continued to function, and image confirmation of the damage was provided. Symptoms included no reported adverse clinical effects. Outcomes included no impact on therapy beyond the need for device replacement. Investigation included review of user report and visual evidence supplied by the user. Investigation of this case revealed physical damage to the display from accidental impact, with no indication of device performance malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.